Event description:
The following is based of a review of the patient's medical records provided to davol by the patient's attorney: (B)(6) 2004: the patient presented with recurrent rectal prolapse. She underwent total pelvic mesh repair with morgan strut and a hysterectomy and oophoropexy. During this procedure a bard flat mesh was used. On (B)(6) 2006, the patient presented with exposed mesh at the apex of the vagina. The exposed mesh was excised from its edge and removed without difficulty. The mesh was noted to be otherwise stable. On (B)(6) 2007, the patient presented with mesh eroding from the apex of the vagina. She underwent transabdominal excision of the mesh erosion.

Manufacturer narrative:
Based on the currently available information we are unable to determine to what extent, the bard device may have caused or contributed to the reported events. A manufacturing review was performed and found no evidence of a manufacturing related cause for the reported event. This MDR includes all patient, event and device information davol has received to date. If additional information is obtain, a follow up MDR will be submitted.